Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's wound was not healing. The patient underwent a revision procedure wherein the clik anchors were adjusted. The patient was doing well post operatively.